Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient's generator implant site was infected following implant surgery. The surgeon operated on the patient, cleaned both the device and the implant site, and made the medical decision that it was not necessary to replace the generator. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. No further relevant information has been received to date.